Event description:
An attorney's office is making a subrogation claim under claim reference number (B)(4)and alleging that a humidifier was the cause of a fire that damaged its insured's property. There was not a report of personal injury with this incident.